Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Dmedical device lot #: 2186586. Medical device expiration date: 31-jul-2027. Device manufacture date: 05-jul-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd nano¿ 2nd gen pen needles 32g x 4mm device was unable to be primed and deliver medication. This occurred with 4 needles of an unknown lot and once with lot# 2186586. The following information was provided by the initial reporter: it was reported by the consumer that a total of 5 pen needles clogged during priming

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that during use with bd nano¿ 2nd gen pen needles 32g x 4mm device was unable to be primed and deliver medication. This occurred with 4 needles of an unknown lot and once with lot# 2186586. The following information was provided by the initial reporter: it was reported by the consumer that a total of 5 pen needles clogged during priming.